Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue and recalibrated the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported touch screen failure. There was no patient involvement.